Event description:
Complainant alleged that while attempting to treat a pt the associated defibrillator was unable to obtain an ECG signal via electrode rads. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.